Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. A log review of system logs did not show any failures. Additional observations not reported by site: the instrument was found to have scratch marks/abrasions on the grip tips. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have 1 broken ceramic dot. The broken piece measuring approximately 0.028" x 0.012" in size was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the vessel sealer extend instrument (part# 480422-01 / lot# k10220615-0208) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a gastric bypass (roux-en-y) procedure. This is a single use instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis confirmed the instrument was missing a ceramic dot that could potentially result in a fragment falling inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that a vessel sealer extend was found to be defective. There is no further information available at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.